Event description:
During foley catheter insertion the retention, balloon was inflated and subsequently broke. The catheter was removed and inspected and it was noted that the balloon was broken. All parts of the balloon appeared intact. A new foley was placed in the patient without incident. The defective foley and packaging was placed in a biohazard bag. The surgeon was notified and no further action was taken.